Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was in a sinus tachycardia, then the rhythm became atrioventricular nodal reentry tachycardia (avnrt). Anti-tachycardia pacing (atp) was delivered, the patient went back into sinus tachycardia, atp therapy was delivered again, however, was unsuccessful and another burst of atp was delivered and accelerated the rhythm to ventricular fibrillation (vf). The patient expereinced syncope with the accelerated rhythm. Shock therapy was delivered and successfully converted the rhythm. Boston scientific technical services (ts) discussed no detection enhancements available post atp delivery. No additional adverse patient effects were reported. This product remains implanted and in service.